Manufacturer narrative:
The device was received not deployed. All three battery voltages were measured to be lower than expected so the device was hooked up to a power supply for downloading. The pod data shows the device generated an 0x21 hazard alarm at fill, indicating tick time is out of spec. The shelf mode current was measured to be out of specification which caused the low battery voltages. The pcb was removed and inspected under magnification and no damages or defects were observed that would cause high shelf mode current or an 0x21 hazard alarm. The cause of the high shelf mode current could not be determined. It could not be determined if the high shelf mode current and subsequent low battery voltages contributed to the observed 0x21 hazard alarm. The hazard alarm caused the device not to deploy. The exact cause of the 0x21 hazard alarm could not be determined. The bottom housing vent was observed to be damaged. The cause and timing of this damage could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. The pod was not worn. No treatment and no glucose levels were reported.